Event description:
Dr. (B)(6) installed a gel mesh to repair an abdominal incisional hernia. Dr. (B)(6) hernia procedure failed. Dr. (B)(6) repeated the repair. This repair failed. I fired dr. (B)(6). Dr. (B)(6) at (B)(6) medical center, repaired dr. (B)(6) botched surgeries. And apparently, dr. (B)(6) removed tissue from my abdomen complicating further repairs. (B)(6) 2025 it appears I have an infection in my mesh. (B)(6) I was admitted to (B)(6) hospital with a high fever. I was given morphine for pain and IV antibiotics. It appears (B)(6) misdiagnosed me as having colitis, diverticulitis, or an infection in the small intestine. (B)(6) 2025 cat scans indicated fluid around my mesh and an infection located somewhere near my intestines. My white blood count on saturday was 13. My wbc on (B)(6) 2025 was 14. I had a 102 fever saturday morning when I was admitted with severe, excruciating pain in my lower abdomen. I would like to know if either dr. (B)(6) or (B)(6) hospital reported my mesh failures to the FDA. Dr. (B)(6) can be reached at (B)(6). His office is (B)(6). I have superior doctors at the (B)(6) who are following up on the (B)(6) tests. I have a cat scan tuesday (B)(6) 2025, fresh blood panel (B)(6) 2025. It is possible I will be referred to dr. (B)(6) md surgeon. I would like to know if dr. (B)(6) followed FDA procedures to report these botched surgeries. (B)(6) conducted numerous tests. But it appears they missed the cause of the infection. The fluid around the mesh which may have been the infection. I had 101 this weekend which means the infection remains.